Event description:
It was reported that an ilet user attempted to insert an insulin vial before the pump completed the rewind, resulting in repeated ¿unable to proceed¿ errors during rewind and fill tubing steps, with no foreign objects observed and backup therapy available; the event involved a plunger component and was characterized as an improper procedure during cartridge change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to the plunger, consistent with an incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.